Event description:
Information was received indicating that a smiths medical administration tubing was cracked. The patient noticed this when she suffered a syncopal episode. There were no adverse events reported.